Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: review of the black box data revealed one record of power on reset following a replace battery alarm (128) on the date of the complaint. On examination, there was visible rust/corrosion inside the battery compartment. A leak test failed due to a battery compartment leak; the battery compartment was noted to be cracked on the side from the threads down along the side of the bumper pad toward the case seal and below the bumper at the case seal. On investigation, the pump powered on normally and was exercised on a 24 hour basal program without any intermittent power or rebooting occurring. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Intermittent power/no power was not duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture/corrosion inside the battery compartment with no damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.